Event description:
The device was used to diagnose a pt with an asystolic rhythm. Reportedly, the device spontaneously displayed the pt ECG as dashed lines and prompted connect electrodes. The pt was not resuscitated. The facility reported that pt outcome was not affected by the discrepancy, due to a lack of pt viability.